Manufacturer narrative:
Additional information received indicated that the patient was seen in clinic. The configuration was changed by removing the svc coil and impedances returned to normal limits. The physician did not plan to perform any additional intervention until the next device replacement procedure.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received for a shock lead impedance greater than 200 ohms for this right ventricular (rv) lead. The physician planned to perform additional testing. No adverse patient effects were reported.